Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During evaluation of the device to determine root cause, the technician observed damage consistent with mis-handling. Root cause could not be firmly established due to the observed damage. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.